Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log showed many "high pressure" alarm messages. Visual and functional tests were performed. The customer's stated problem was not confirmed. The downstream occlusion (dso) sensor was working properly. A user issue was the probable cause of the problem. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional testing.

Event description:
It was reported that the device shows overpressure. There was unknown patient involvement.